Event description:
The customer reported image quality problems and an artifact present in pt head CT scans. There was no report of misinterpretation, mistreatment, or rescan of a pt.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation.

Manufacturer narrative:
(B)(4). On or about (B)(6) 2013, the customer reported image quality problems and an artifact present in patient head CT scans. There was no report of misinterpretation, mistreatment or rescan of a patient. Philips service determined the reported image quality problems and the reported artifacts were due to the temperature correction (tcor) calibration not functioning properly. The fse evaluated the system and determined that the temperature correction option of the dms cover was functioning incorrectly. The fse replaced two modules and reinstalled the console and irs software and performed relevant calibrations, which resolved the artifact issue. After service was completed, there was no further recurrence at this site. CT engineering investigation determined a probable cause was a temperature correction failure due to the failure of the two modules that were replaced. The failed modules or log files were not available and were not provided for engineering assessment. The fse replaced two modules and performed all relevant calibrations to resolve the issue. Since there were no parts returned from the field or log files provided, a cause of the issue could not be determined by engineering. However, based upon the troubleshooting services and statements of the fse, engineering determined a probable cause was a temperature correction failure due to the failure of the two modules that were replaced.

Event description:
The customer reported image quality problems and an artifact present in patient head CT scans. There was no report of misinterpretation, mistreatment, or rescan of a patient.